Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). The defective pump was returned to livanova (B)(4) for further investigation. During the evaluation the reported issue could be confirmed. It was found that a massive ingress of plegia or saline water fluids into the mechanics caused the reported malfunction. Components replacement was necessary to solve the problem. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 mast roller pump had was fixed and could not be turned during priming. There was no patient involvement.